Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through the wir form that 4 instruments fractured and 2 were missing one bearing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records & receiving inspection report was reviewed for deviations and/or anomalies with no deviations/anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post, all pieces returned. Medical records were not provided complaint confirmed. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue a CAPA was previously initiated to further evaluate the reported event.

Event description:
No further event information available at the time of this report.